Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving inaccurate readings from the sensor. Customer also reported receiving low sensor glucose readings in the range of 50 mg/dl to 60 mg/dl. Blood glucose level at the time of contact was not provided. No further information was provided.